Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the plastic introducer tip was sheared off in a stereotactic procedure. The doctor was reporting the incident that occurred.